Event description:
Clinic notes were received for review on a vns patient. Reported they were not sure if their vns was working. Additionally, reported to be having increased seizures and unknown if over their pre vns seizure rate. It was reported, their generator was at end of battery life. The patient has been referred for generator replacement surgery. No further information will be provided by the patient's treating physician. End of battery life cannot be confirmed based on in-house calculation of battery longevity.